Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. As a result, the h6 health effect, clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event. D1 brand name was also corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 58-year-old male patient with a past medical history of hypertension, hyperlipidemia, diabetes mellitus, and non-ischemic cardiomyopathy with a reported left ventricular ejection fraction of 15 percent presented with shortness of breath and acute decompensated heart failure. A right heart catheterization was performed, and the decision was made to place an impella cp. Due to the patient¿s critical condition, veno-arterial extracorporeal membrane oxygenation was emergently initiated as well. On (B)(6) 2025, the patient was upgraded to an impella 5.5 device. During this period, the patient was evaluated for advanced heart failure therapies but was unable to be listed due to concurrent treatment for pneumonia. On (B)(6) 2025, a sensor drift was noted, with an aortic pressure signal discrepancy greater than fifty millimeters of mercury compared with systemic mean arterial pressures. The system was manually re-zeroed. On (B)(6) 2025, the decision was made to remove the impella device. The patient was noted to have recovery of left ventricular ejection fraction, and no additional mechanical circulatory support device was placed. During impella 5.5 pump support, the patient experienced placement signal issues and mechanical interaction with blood. Clinical stated placement signal unreliable alarms, placement signal disabled. Pump continued to provide support as intended, no patient consequence. Additionally, (B)(6) red urine noted in foley. Registered nurse (rn) said acute change over last hour. Surgical team notified. Echo done by fellow. Noted that the inlet of impella is interacting with the mitral valve. Standard repositioning done for impella. This is considered a reportable malfunction.